Manufacturer narrative:
The patient gender was not reported. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient "passed out". The patient was admitted (B)(6) 2017 through (B)(6) 2017. The hemoglobin was found to be 5.9 g/dl. Upper gastrointestinal scope found duodenal ulcer. The area was clipped and there have been no reported occurrences. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported loss of consciousness and gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.